Event description:
It was reported that during knee arthroplasty the tibial articular surface provisional fractured while trialing. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Component code - proposed code is mechanical (g04) - provisional bottom. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Insufficient information.